Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Corrected: d4 lot number. Visual examination of the returned uhmwpe vanguard cr tibial bearing identified signs of wear (pits, micro motion) and extreme fractures/delamination. Dimensional analysis was not performed due to the nature of the wear. The device was submitted for further analysis which revealed a significant portion of the right-hand condyle was missing, no other uhmwpe fragments were returned for examination. Sem analysis identified possible light abrasions, gouging, scratching, and/or pitting which are typical of in-vivo use (aside from the missing portion of the right-hand condyle) when implanted for the duration the device was implanted (approximately twelve years). The superior side shows evidence of possible delamination and cracking on both condyles and a possible pinching or crushing type failure at the boundary of the missing uhmwpe material on the right-hand condyle. The possible delamination is most pronounced at the lateral side of the right-hand condyle and the posterior side of the left-hand condyle. The possible delamination was potentially caused by overloading, possibly exacerbated by a misalignment of the tibial bearing with the femoral component in a "twisted" kind of alignment that shifted loading towards the posterior of the left-hand condyle and lateral side of the right-hand condyle. The possible overloading may have led to long-term oxidation and embrittlement which subsequently led to delamination, cracking and separation of uhmwpe fragments from the bearing, with the process repeated over time. Medical records were not provided. Radiographs were provided and assessed but not sent for mmi. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause can be attributed to the use of incompatible implants, if the bearing 183422 (63/67mm) was used with 141215 (79mm) tibial tray the bearing would not be securely captured on the tray. This incompatibility could damage the bearing and result in excessive wear, damage and fracture of the bearing. This complaint is confirmed through the returned product analysis. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Manufacturer narrative:
(B)(4). D10-medical product: biomet ilok pri tib tray 79mm, item# 141215, lot# unknown. Biomet tibial locking bar, item# 141205, lot# 66365811. Vngd ant stblzd brg 16x67, item# 189046, lot# 66347376. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to ligament laxity. There is no additional information available.